Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. Insulin pump received with slightly misaligned battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off after having asked to replace the battery multiple times. Customer's blood glucose level was unknown. Customer also reported that no damage on battery cap or compartment and the insulin pump was bumped nor dropped. The insulin pump will not be returned for analysis.